Manufacturer narrative:
Results - a cartridge lot number search was performed and three similar complaints found. An injector lot number search was performed and five similar complaints found.

Event description:
The reporter stated the surgeon attempted to insert a competitor's lens but the trailing haptic was torn using the plunger to advance the lens in the cartridge. There was no patient contact. The reporter stated the likely cause of the iol damage was due to the cartridge.